Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a faulty capacitor on the ECG board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during patient use, (age & gender unknown), the device displayed "self-test failed difib" and "self test-failed pacer" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.